Event description:
A report was received that the patient¿s spinal cord stimulator (scs) was not working. The patient will undergo lead removal.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) was not working. The patient will undergo lead removal.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that scs was not working because of massive lead migration. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) was not working. The patient will undergo lead removal.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.